Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reported false positive sars result for 1 symptomatic (2 days post onset of symptoms) consumer. The consumer's mother communicated the result was confirmed negative by molecular (pcr testing) and another rapid antigen assay. It was reported that the consumer was 1 year old (off-label use). An additional consumer event was also communicated which is captured on a separate report.